Event description:
Ethicon 15 mm flexible trocar ref fp015 inserted into the patient. Shortly after it was noted that the trocar's integrity had become compromised so it was removed and a new trocar inserted. A piece of this second trocar broke off in the patient and was retrieved. Both with same lot numbers. FDA safety report ID# (B)(4).